Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had critical pump error on the insulin pump and experienced high blood glucose level. The customer¿s blood glucose level was 22 mmol/l. The customer had symptoms such as nausea, vomiting and treated with syringe. The customer possible causes were set, site infection, site rotation, scar tissue, leaks, bent crimped cannula, improper seating of tubing connector, inactive insulin. The customer stated they had critical pump error and seen a red x on display, pump was not dropped/bumped. It was reported that there were no other alarm follow by the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm noted in the device history and critical pump error due to out of specification force sensor zero offset. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).